Event description:
It was reported that the ilet pump failed to deliver reliable alerts when paired with a phone as the primary cgm alert source, with the vibration function disabled and unresponsive to settings changes or device controls, despite attempts to adjust alert volume and perform wake/sleep manipulation. Symptoms included absence of expected alert notifications and lack of haptic feedback. Outcomes included continued cgm use via the mobile application or receiver and preserved blood glucose management without reported hypoglycemia, hyperglycemia, hospitalization, or injury. Investigation included guided troubleshooting and user education, confirmation of persistent alert and vibration malfunction, and arrangement for device replacement with return of the affected unit. The patient states that they could not get the vibration to function during their operations of the device and the device was returned for investigation the vibration mode on this particular device worked properly no fault was found.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."